Event description:
It was reported that the procedure was to treat a 90% stenosed, concentric lesion in the mildly tortuous distal right coronary artery (rca). Pre-dilatation was performed using a 2.25x12mm trek balloon dilatation catheter (bdc) at 14 atmospheres (atm). The 2.25x12mm xience xpedition stent delivery system (sds) successfully crossed the lesion; however, during deployment at 10 atm, the stent moved forward. As a result, the stent implant was deployed partially in healthy tissue and partially covering the target lesion. Reportedly, there was no movement or issue with the balanced middle weight (bmw) universal guide wire being used. An attempt was made to place a 2.25x08mm xience xpedition sds overlapping to cover the untreated portion of the lesion; however, the sds failed to cross and was removed without issue. Post-dilatation on the deployed 2.25x12mm xience xpedition stent implant was attempted using a 2.25x12mm non-abbott bdc; however, the bdc could not cross the deployed stent implant. A guideliner was inserted, and the 2.25x08mm xience xpedition sds was re-advanced; however, it still could not be positioned proximal to the deployed 2.25x12mm xience xpedition stent implant and was removed without issue. Post-dilatation was performed at 18 atm using the 2.25x12mm non-abbott bdc to complete the procedure. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balanced middle weight (bmw) universal; guide catheter: jr4 guide catheter. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to deploy or difficult to position from this lot. Based on the reviewed information, no product deficiency was identified.